Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did blood glucose testing, back to back, within 10 minutes, using different finger sticks. She said her results were 281, 147, 117 and 298 mg/dl. She did not have any symptoms. A control test was in range, 139 (98-148.) On followup, she told the lifescan representative that she has cancer and had started some new medication the day of her reported tests. Since then, she said she gets fasting blood sugars below 120, and evening blood sugars below 150 mg/dl.